Manufacturer narrative:
The reported complaint of a user advisory 41 error message was confirmed during functional testing of the returned autopulse platform (sn: (B)(4)). The platform's archive data was retrieved and reviewed. The archive confirmed the error message on the reported event date. To resolve the issue, the temperature sensor cable was replaced. The autopulse platform is a reusable device and was manufactured in 2008. Therefore, this type of issue with the temperature sensor is characteristic of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a user advisory 41 (patient temperature sensor failure) message upon powering on during a morning shift check. There was no patient involvement.